Manufacturer narrative:
Carefusion has requested additional info via email from the distributor in (B)(4) on the reported event and status of the pt. As of 07/24/2015 there has been no additional info provided by the user facility pertaining to that request. (B)(4). The distributor in (B)(4)determined that the most likely cause of the reported event was that the device's main pcba was malfunctioning. At present carefusion is in the process of making arrangements to send a replacement main pcba to repair the device and have the alleged faulty main pcba returned to the carefusion failure analysis lab for eval.

Event description:
The distributor in (B)(4) reported that while in use on a pt the device's tidal volume reading was fluctuating between 400ml and 630ml when set to deliver 500ml. The pt was removed from the device and placed on another device with no harm to the pt.